Event description:
It was reported that a patient had no stimulation sensation and a loss of therapeutic effect. It was noted that symptoms included loss of bladder control and symptoms occurred following an implant. It was reported that the patient felt stimulation and symptoms were managed the day of implant and into the following day, but the patient hadn¿t felt stimulation or had symptom relief since late (B)(6) 2013. It was noted that the patient went through a security gate the day prior to the report and the gate made a loud beep. The patient wondered if the implantable neurostimulator (ins) was turned off. It was reported that the ins was on program 1 at 1.40 and the patient was told by a manufacturer representative not to make any changes for two weeks. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va09nlh, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).